Event description:
It was reported that during surgery the inserter/extractor broke while inserting the poly.

Manufacturer narrative:
The associated genesis ii articular inserter/extractor was returned and evaluated. A visual examination of the product noted the tip is fractured at the location of the hook feature on the handle. The broken piece is not returned. It is likely that the fracture was due to an overload mechanism. An overload fracture can occur if mechanical loads are applied that exceed the strength of the material. This device was manufactured in 2005 and it shows signs of significant wear/usage. A review of complaint history revealed no prior complaints for the same failure on the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.